Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that he had been keeping the device in his pocket. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.